Event description:
The pt complained of breathing difficulties upon initiation of the dialysis treatment. The clinician did not return the blood but did administer benadryl 50 mg intravenous, and oxygen. The pt's condition improved following this intervention but the physician sent the pt to the hosp for further eval. The pt was discharged from the hosp the next day. The dialyzer involved in this incident was discarded by the clinic. The pt now dialyzes on a non-gambro dialyzer.